Manufacturer narrative:
(B)(4). Concomitant medical products: stem extension straight 11mm dia x 100mm length(combined length 145mm), catalog# 00598801011, lot# 62098658; tibial component stemmed precoat, catalog# 00598004702, lot# 62077715; tibial block and screws precoat size 6 10 mm thickness, catalog# 00598800627, lot# 61800887. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00353, 0002648920 - 2017 - 00354, 0001822565 - 2017 - 03605.

Event description:
It was reported that patient was revised due to lysis and loosening approximately 5 years post implantation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products- stem extension straight 11 mm dia x 100 mm length(combined length 145 mm) catalog# 00598801011 lot# 62098658, tibial component stemmed precoat catalog# 00598004702, lot# 62077715, tibial block and screws precoat size 6 10 mm thickness catalog# 00598800627 lot# 61800887, nexgen femoral component catalog# unknown lot# unknown. These products are used for treatment. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Unable to review device history records as lot identification is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00353, 0002648920-2017-00354, 0001822565-2017-03605, 0001822565-2017-07408 the device history records for were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. As per package insert nexgen cr, ps, cra, lps and lcck knee loosening is one of the adverse effect of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Zimmer biomet will continue to monitor for trends.